Manufacturer narrative:
The event of lead would not release from ipg was reported to abbott. During an ipg replacement for normal end of life, the ipg header was loosened but the penta lead could not be disconnected from the ipg. The physician opted to cut the ipg header to release one end of the lead. A new ipg was implanted and a metallic portion of the ipg header is still implanted. Patient's main painful area was covered, but no coverage on their right-side post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The allegation of ¿lead would not release¿ from ipg was confirmed. Analysis of the paddle lead found, as received, that it was severely damaged as a result of trying to remove the stuck lead tail from the ipg header port. Analysis of the lead tail that was still stuck in the ipg header port found that the insertion handle (metal spacer) on the terminal end of the lead after the 8th channel was bent and deformed. This is the reason it was not able to be removed. The root cause of the damaged insertion handle is unknown.

Event description:
It was reported that during an ipg replacement for normal end of life on (B)(6) 2024, the ipg header was loosened but the penta lead could not be disconnected from the ipg. The physician opted to cut the ipg header to release one end of the lead. A new ipg was implanted and a metallic portion of the ipg header is still implanted. Patient is only receiving unilateral therapy and may require additional surgical intervention to address the issue.